Event description:
The complainant reported that a patient was on impella cp support. It was reported that ganglion block was successfully performed on a patient overnight following 12 shocks for ventricular tachycardia. It was further reported that the patients impella leg was cool and mottled. The patient is off of inotropes and vasopressors. Pulsatility was improving slightly. Support was continued until weaning was successful. The device was explanted and the procedural outcome was the patient survived the surgery.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿